Event description:
On 08-jun-2026, a sales representative reported via (B)(4) that the ar-8741-40 mis bunion t10 driver had the tip break off inside a screw inside patient during a case and all fragments were retrieved. The screw was left slightly proud because the screw itself had stripped due to the tip break.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.